Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on resetting the pump and assisted in the reset. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to contact technical support again if the malfunction code appeared in the future.